Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was not charging effectively and had lost communication to the remote control (rc). The patient also noted loss of pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.